Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose (bg) level was 600 mg/dl. The customer address their bg with a manual injection. It was also reported that the pump battery could not charge and was depleting quickly resulting in the pump shutting off. The customer declined to provide additional information regarding the issues.